Manufacturer narrative:
Smiths medical complaint reference 0057970 was determined to be a duplicate of reference 0056649. Please use 0056649 to reference this file going forward.

Manufacturer narrative:
A picture of the product was recieved as well as two samples. No damaged was detected on any of the returned products. When inflating the units with air, it was able to be seen that the cuff would inflate but it was not uniform. The cuff was physically manipulated per the instructions for use - bivona tts flextend tracheostomy and the whole cuff inflated. After the whole cuff inlated, it was deflated and inflated 4 times and each time the cuff inflated completely. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was unable to be inflated. It was reported that the balloon injection valve was pushed in and the balloon was unable to inflated or deflated. There were no reported adverse patient effects.